Event description:
The patient felt no improvement in pain relief as she did during the pump trial despite a five fold increase in the pump medication dosage. The pump had moved in such a way that the catheter access port was under the patient's rib cage and the patient felt significant pain from the pump with any bending motion. It took the hcp 2 hours using fluoroscopic guidance to access the catheter access port with a needle. The hcp was unable to withdraw medication from the catheter. There were no volume discrepancies. The hcp confirmed that the pump was working correctly, but not delivering medication. The pump was set to minimum dosage mode. The patient did not experience withdrawal or a change in her pain level afterward. The patient was referred to the implanting hcp for further examination of the pump system and possible explant. The hcp reported the patient outcomes as 'no injury.' A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).